Event description:
This was used on a patient in the nicu and got stuck in the ett after intubation. When they got it out, the lower 2 inches of plastic sheath covering the wire guide was missing and later found inside the ett.

Manufacturer narrative:
The actual sample involved in the reported incident was not released by the hospital but photos were provided. However, we are unable to determine the exact cause for the issue reported based on the photos provided. Samples from the same lot were reviewed by the manufacturing team the dimensions of the retained samples were tested and the results showed that they were within specification. A review of the DHR showed there were no discrepancies detected that would have led to the issue reported. Based on the investigation there were no abnormalities detected, therefore, we are unable to determine the root cause at this point. We will continue to monitor for any future reports and trends. Manufacturing personnel have been made aware of this report.